Event description:
Caller reported a malfunction on the pump, identified by the code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the caller was advised that a new pump with updated software would be sent. The caller was informed about steps to take with the replacement pump, including putting the old pump into storage mode before returning it and receiving training through their tandem source account.